Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, idiopathic thrombocytopenic purpura, renal calculus, hypothyroidism, intussusception, anemia, gastric ulcer, abdominal pain, nausea, itching, epigastric pain, chronic cholecystitis, internal hernia, shortness of breath, internal hernia, gallbladder disorder nos, sore throat, chills, fever, throat pain, malaise, glucose low, goiter, multiple gastric ulcers, heartburn, dizziness, anxiety attack, bleeding, streptococcal pharyngitis, ear pain, diarrhea, bruising, breast lump and pain ankle. Previously administered products included for an unreported indication: nuvaring from 2011 to 2013 and mirena from 2010 to 2011. Family history included breast cancer. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), back pain ("lower back pain"), anxiety ("mental anguish/ anxiety") and anhedonia ("loss of enjoyment of life"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, anxiety and anhedonia outcome was unknown and the back pain had resolved. The reporter considered anhedonia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: reporters, patient demographics, medical history, family history, historical drugs and laboratory data were added. Suspect drug indication updated. On (B)(6) 2013, she implanted essure. On (B)(6) 2018, she explanted essure. Added events psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping), pain, abnormal bleeding (vaginal, menorrhagia), fatigue, lower back pain, loss of enjoyment of life, mental anguish/ anxiety. Event injury was deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.